Event description:
It was reported that the patient with this pacemaker device exhibited high out of range pacing impedance measurements, measuring greater than 3000 ohms on the right ventricular (rv) channel. The patient's heart rate was in 30's. There was both oversensing and undersensing noted on the right atrial (ra) lead. Upon review, there was loss of capture (loc) on the rv lead. The mv sensor was disabled by the signal artifact monitor (sam) device diagnostic. The presenting electrogram (egm) showed atrial arrhythmia. Technical services (ts) recommended further evaluation. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker device exhibited high out of range pacing impedance measurements, measuring greater than 3000 ohms on the right ventricular (rv) channel. The patient's heart rate was in 30's. There was both oversensing and undersensing noted on the right atrial (ra) lead. Upon review, there was loss of capture (loc) on the rv lead. The mv sensor was disabled by the signal artifact monitor (sam) device diagnostic. The presenting electrogram (egm) showed atrial arrhythmia. Technical services (ts) recommended further evaluation. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population. This report contains correction in section h6 device codes.

Event description:
It was reported that the patient with this pacemaker device exhibited high out of range pacing impedance measurements, measuring greater than 3000 ohms on the right ventricular (rv) channel. The patient's heart rate was in 30's. There was both oversensing and undersensing noted on the right atrial (ra) lead. Upon review, there was loss of capture (loc) on the rv lead. The mv sensor was disabled by the signal artifact monitor (sam) device diagnostic. The presenting electrogram (egm) showed atrial arrhythmia. Technical services (ts) recommended further evaluation. This pacemaker remains in service. No adverse patient effects were reported.